Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm and battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w 2.9d. Retainer ring = clear. Case type = ngp. On (B)(6) 2021 the customer alleged for failed battery test, pump error 4, and pump error 15. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with cracked case (battery tube), pillowing keypad overlay, cracked retainer, identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: failed batt/battery failed alarm (58) on (B)(6) 2021 at 12:59:33.000 and 13:00:02.000 pump error 4 on (B)(6) 2021 at 12:59:28.000 (file number = 32010, line number = 2725). Pump error 15 on (B)(6) 2021 at 12:59:30.000 (file number = 30, line number = 213). Pump passed self test, active current measurement, and displacement test. Pump failed sleep current measurement test. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor, and motor. Pump error 15 confirmed due to software anomaly. Pump error 4 confirmed as a result of pump error 15. Failed batt test and unexpected battery power loss confirmed due to moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.